Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device drawer failed and unable to be recovered. A field service engineer (fse) cleaned the leads, tightened connections and confirmed that they were able to recover to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed repeatedly, customer had tried to recover the drawer, but an error message requires maintenance was displayed on the screen, switched off the station and unplugged the power cord, plugged the power cord back in and switched the station back on, but the drawer was still not able to be recovered. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.